Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 106mg/dl, then went to bed. Pt's spouse was awakened when pt began seizing. Spouse performed a glucose test on the device and the reading was 131mg/dl. Spouse gave the pt glucose tablets and called the emergency medical technicians. Emergency medical technicians arrived and they could not get a blood glucose result. They gave the pt a glucose IV and potassium. After thirty minutes the pt's glucose was 30mg/dl. Emergency medical technicians treated them unitl their glucose was 334 mg/dl. When the emt's left the pt ate crackers and peanut butter. Level 1 control was used on the system and the value was within range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.